Event description:
Based on additional information received on 22-nov- 2017, this case initially considered non-serious was upgraded to serious as the serious event of device malfunction with seriousness criteria as important medical event was added. This case was cross reference with case ID: (B)(4) (cluster). This unsolicited case from united states was received on 21-nov-2017 from physician. This case concerns 3 patients (demographics unspecified) who received treatment with synvisc one injection and after an unknown latency patient had severe swelling and fluid was extracted. Also device malfunction was identified for the reported lot number. No relevant concomitant medications, past drugs, medical history and concurrent conditions were reported. On an unknown date, patients received treatment with intra- articular synvisc one injection, once (dose, expiration date and indication: not provided; batch/lot number: 7rsl021). On an unknown date, latency unknown, patients reported severe swelling and fluid was extracted. Since an unknown date, device malfunction was identified for the reported lot number. Corrective treatment: not reported for all events outcome: unknown for all events. A pharmaceutical technical complaint (ptc) was initiated with ptc number (B)(4) an investigation was initiated as a result of an unexpected increase in the number of labelled adverse events received from the us market for synvisc one, lot 7rsl021. The product met all release testing at time of manufacture in june 2017. Retain samples were retested due to the unexpected increase in adverse events. Higher than expected endotoxin results were obtained. In addition, the presence of microbial contamination was also confirmed. The cause of these events was under investigation. Once this investigation would be completed, corrective and preventive actions would be implemented." Seriousness criteria: important medical event for device malfunction additional information was received on 22-nov-2017. This case initially considered non-serious was upgraded to serious as the serious event of device malfunction with seriousness criteria as important medical event was added. The gptc number with ptc results were added. Clinical course updated. Text was amended accordingly pharmacovigilance comment: sanofi company comment for follow up dated 22-nov-2017: this case concerns a patient who has received synvisc one injection from the recalled lot and later severe swelling and fluid was extracted. Although, a temporal relationship cannot be established with the product administration, however, the concerned lot number has been identified to have malfunction by the company, hence, the causal relationship of the events to the product cannot be excluded completely. Therefore, the causal relationship of the events to the products cannot be excluded.